Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to the analog board. The analog board will be replaced to resolve the report. The board was scrapped after testing. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check, the device displayed an "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.